Manufacturer narrative:
The investigation conducted by the laboratory (macrographic, fractographic, metallographic and hardness tests) did not evidence any anomalies in the material structure of the articulated ball joint. The analysis showed a breakage due to alternate bending fatigue. On the basis of the above, it is most likely that the type of breakage identified (fatigue bending) is related to conditions of use. Unfortunately, no additional information about this complaint is available to assist in drawing further conclusions.

Event description:
A radiolucent wrist fixator was applied to the patient to treat a wrist fracture. After application, at a time not specified, the articulated ball-joint of the fixator broke. No further information was available.